Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A visual inspection was performed. A short simulated therapy was performed and passed successfully. A review of the service history revealed no issues that would have caused or contributed to the iipv. The direct cause of the iipv event was false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 23:37:24. During night drain cycle one, the patient's ultrafiltration reading was 3086ml, indicating the home patient drained 3086ml more than their maximum programmed fill volume of 1000ml. No additional information is available.